Event description:
It was reported during central processing that one side of the instrument's tip broke off. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the customer confirmed that it was discovered during sterile processing that the fenestrated grasper had a broken tip and there was no patient injury since there was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have a broken grip near the grip base. A piece approximately 0.19" x 0.82" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of broken instrument grips -tips is typically attributed to the user, such as excess force applied to the instrument jaws. Additional observation not reported by the site: the instrument was found to have a broken chassis. The broken piece was not returned, measuring roughly 0.169¿ x 0.454¿ in size. The root cause of broken instrument chassis is typically attributed to mishandling/misuse. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. Based on the information provided, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). There was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.